Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the cassette was leaking during surgery. Surgery was completed after changing the cassette. No patient impact reported. Additional information has been requested but not received to date.